Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display returned and it was blank less than 30 minutes. In the alarm history power loss, replace battery, and pump error 23 alarms were found. Customer's blood glucose level was 257 mg/dl. The customer bolused to treat her blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.